Manufacturer narrative:
(B)(4). One used set and one unused set were received for evaluation. The returned samples were tested for leakage per the specification with passing results. The iso luer/taper test was also performed on all returned product and met specification. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility. Event 1: blood leaked at site where caresite attached to ext set during blood draw.